Manufacturer narrative:
The device was not received for analysis; therefore, no physical analysis of the product can be performed. The batch number is unknown; therefore, the manufacturing records for the complaint device cannot be reviewed. The initial reporter first and last name is unknown. As noted in the operational instructions of the device instructions for use (dfu) for the zipwire hydrophilic guide wire, "fill catheter or other device with heparinized saline solution before and during use to ensure smooth movement of the zipwire hydrophilic guidewire within the device. If movement of the zipwire hydrophilic guide wire within the device becomes diminished, remove the guide wire and reactivate the hydrophilic coating by wetting its entire surface with heparinized saline solution." At this time it is not possible to assign a definitive root cause for the event as reported. If any further relevant information is provided, a follow up medwatch report will be submitted.

Event description:
The catheter got stuck on the wire. They could not pull the catheter out so they ended up pulling the catheter and the wire out of the body. No complications, the case was successful. They finish the case. They just had to pull the wire out. They were able to finish the case. Sr does not know anything about the patient. (B)(6) 2017, it was reported that the patient was fine at the conclusion of the case.